Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a low blood glucose (bg) level of 36 mg/dl. Reportedly, the customer was unconscious. Customer suspected the pump continued to deliver insulin instead of terminating insulin deliveries when customer was trending low. Bg was treated with intravenous fluids of saline and glucagon to allow customer to regain consciousness. Customer was released from the hospital on the same day with the issue resolved and no permanent damage.